Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer was reported via phone call that, the customer had high blood glucose was 510 mg/dl. Customer treated for high blood glucose with pen. Based on customer report customer does not allege pump was under delivering. The drive support cap appears normal. Customer also reported large air bubbles in the reservoir. Troubleshooting was performed and the air bubbles were successfully removed. The reservoir and insulin pump will not be returned for analysis.